Event description:
It was reported the doctor was planning to place a stent graft for a left sfa stent restenosis, but the stent would not fully deploy. The doctor was taking a contralateral approach, sheathless, using a superstiff guide wire. It was reported that the distal marker band was not over the stent ends, but beyond that. As the doctor was deploying in, there was a lot of deployment friction force and it would not fully deploy. The stent graft and delivery system were removed and another stent graft was used without any difficulty or problem. There was no reported injury to the patient.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product, and the product was found to have met all specifications prior to shipment. The sample has not been returned for evaluation. It is unknown if patient or procedural factors contributed to this event. Based on the information received, the results of the investigation are inconclusive and the root cause is unknown.